Manufacturer narrative:
There is additional information for the device evaluation. This supplemental report is being submitted to provide this information. The e433 error is activated by the device¿s safety system, which triggers the device to restart. Most errors triggered by the safety system of the device can be regarded as non-critical, as long as these errors only occur sporadically. In case errors occur frequently or even permanently, the affected device should be forwarded to a licensed repair facility. It is part of the device's own security system. In critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used prior to procedure. In addition, according to the IFU, a suitable replacement device must be provided during use. Possible causes are: 1. The operator activates the footswitch during generator booting (temporary fault if caused by user action) . 2. A defective foot switch (temporary fault). 3. A defective foot switch (temporary fault, defective reed contact). 4. A defective cable connection between hvps board and generator board (temporary or permanent error). 5. Defective hvps board (permanent fault). 6. Defective generator board (permanent fault). In this case the e433 was caused by a faulty generator board. A deeper investigation of generator boards related to error e433 showed that a destroyed transformer t1 caused this issue. An improved generator board for the affected device is being introduced soon.

Manufacturer narrative:
Relevant additional information has been received for this event. There is also additional information on the device. This information is being provided in this supplemental report. Please see the updates in sections: a2, a3, e2, e3, g4, g7, h2, h6, h8, and h10. Initial reporter is a nurse (bsn, rn, cnor). Patient was a 78 year old male with initials l.l. Date of birth of the patient is (B)(6) 1941. The procedure was transurethral resection of the prostate (turp) and general anesthesia was administered to the patient. The event occurred toward the end of the procedure. There were no medical injuries. The procedure completion was delayed by 30 minutes. During troubleshooting the issue, the generator was turned off and on several times, the foot pedal was unplugged and plugged in several times. The generator kept giving error message during testing. The generator and the handpiece had been inspected prior to use with no abnormalities observed. All connection points were secure and normal. There was no damage to any of the equipment or instrumentation. A manufacturing and quality control review was performed for device, serial number (B)(6). There is no non-conformance associated with this device with respect to the described issue(s). The device history record review showed, that the device was manufactured according to valid instructions and met all specifications.

Manufacturer narrative:
There is no additional information for the patient and the event at this time. The event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. The device evaluation observed that there was a faulty generator board that was giving the e433 error. The housing was noted to have minor scratches and dings on the front panel. The device evaluation could not conclude the cause that lead to the issue.

Event description:
As reported for this event, during procedure the e433 error message was received. There was no reported adverse impact on the patient.